Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, a knife slipped and fell on the pump causing the touch screen to damage. The pump screen became hard to read due to the damage. Customer's blood glucose was 157 mg/dl. Reportedly, customer continued to use current pump for insulin therapy.